Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Dr was using the trident hemispherical acetabular system. He reamed to 53mm and asked to trial a 54mm trident window trial using impactor handle (B)(4). He screwed the window trial onto the impactor handle (B)(4) and impacted the trial and after impacting the trial, the handle came away and dr noticed a small thread of metal came away from the trial. He could not screw the impactor handle (B)(4) back onto the trial. He had to use an osteotome and a bone hook to remove the window trial from the patient's acetabulum. The surgeon removed the window trial from the patient using an osteotome and a bone hook. It took about 60-90 seconds to retrieve the window trial.